Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('perforation of the uterus'), device dislocation ('perforation of omentum'), salpingitis ('salpingitis'), dyspareunia ('pain during intercourse') and hernia ('hernia') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "inserted up to 4 essure devices and 2 clips" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia (seriousness criterion intervention required), headache ("regular headaches"), temporomandibular joint syndrome ("temporomandibular joint problem"), pain in jaw ("pain in jaw"), facial pain ("facial pain"), ear pain ("very regular pain in ears"), tinnitus ("tinnitus"), rhinalgia ("ent (ear, nose and throat) pain"), oropharyngeal pain ("ent (ear, nose and throat) pain") and musculoskeletal pain ("musculoskeletal pain"). In (B)(6)2013, the patient experienced uterine perforation (seriousness criterion intervention required) and device dislocation (seriousness criterion intervention required). In 2018, the patient experienced hernia (seriousness criterion medically significant). In 2020, the patient experienced salpingitis (seriousness criterion intervention required). On an unknown date, the patient experienced abdominal pain lower ("pain in the iliac fossa and abdomen"), pain ("chronic multiple pains"), angioedema ("giant urticaria"), endometriosis ("significant endometriosis, uterosacral ligament"), ear infection ("ear infections/otitis"), bruxism ("bruxism"), arrhythmia ("arrhythmia"), thyroid mass ("thyroid nodule"), lymphadenopathy ("lymph nodule"), illness ("illness"), dizziness ("dizziness"), amnesia ("memory loss"), tendonitis ("marked tendinitis for years") and paraesthesia ("paresthesia in the groin") and was found to have benign neoplasm of adrenal gland ("adrenal myelolipoma"). The patient was treated with surgery (first removal of a single essure on (B)(6) 2013, intervention due to hernia and removal of the 3 remaining essure devices and two clips on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, device dislocation, salpingitis, dyspareunia, hernia, abdominal pain lower, pain, angioedema, headache, endometriosis, temporomandibular joint syndrome, pain in jaw, facial pain, ear pain, ear infection, tinnitus, rhinalgia, oropharyngeal pain, musculoskeletal pain, bruxism, arrhythmia, benign neoplasm of adrenal gland, thyroid mass, lymphadenopathy, illness, dizziness, amnesia, tendonitis and paraesthesia outcome was unknown. The reporter considered abdominal pain lower, amnesia, angioedema, arrhythmia, benign neoplasm of adrenal gland, bruxism, device dislocation, dizziness, dyspareunia, ear infection, ear pain, endometriosis, facial pain, headache, hernia, illness, lymphadenopathy, musculoskeletal pain, oropharyngeal pain, pain, pain in jaw, paraesthesia, rhinalgia, salpingitis, temporomandibular joint syndrome, tendonitis, thyroid mass, tinnitus and uterine perforation to be related to essure. The reporter commented: inserted up to 4 devices, 4 essure devices and 2 clips. First removal of a single essure on (B)(6) 2013 due to perforation of the uterus and omentum and insertion of clips without patient's consent. Removal of the 3 remaining essure devices and two clips on (B)(6) 2020. Seven years of doctor-hopping and no-one knows anything. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-jan-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 02-aug-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus"), device dislocation ("perforation of omentum"), embedded device ("essure implant from the uterus medial to the right uterine horn and partially adherent to the omentum "), salpingitis ("salpingitis"), fallopian tube perforation ("the one that migrated was placed on the tube partially or "), dyspareunia ("pain during intercourse") and hernia ("hernia") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("inserted up to 4 essure devices and 2 clips" on (B)(6) 2013). The patient had a medical history of mastectomy (partial mastectomy of the left breast, to remove a 6 cm hamartoma in the superolateral quadrant), nickel allergy and parity 3 (2003, 2008 & 2009). Previously administered products included: iud nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced dyspareunia (seriousness criterion intervention required), headache ("regular headaches"), temporomandibular joint syndrome ("temporomandibular joint problem"), pain in jaw ("pain in jaw"), facial pain ("facial pain"), pain in ear ("very regular pain in ears"), tinnitus ("tinnitus"), rhinalgia ("ent (ear, nose and throat) pain"), oropharyngeal pain ("ent (ear, nose and throat) pain") and musculoskeletal pain ("musculoskeletal pain"). In (B)(6) 2013 she experienced uterine perforation (seriousness criterion intervention required) and device dislocation (seriousness criterion intervention required). In 2018 she experienced hernia (seriousness criterion medically important). Essure was removed on (B)(6) 2020. In 2020 she experienced salpingitis (seriousness criterion intervention required). An unknown time later she experienced embedded device (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criterion medically important), abdominal pain lower ("pain in the iliac fossa and abdomen"), pain ("chronic multiple pains"), angioedema ("giant urticaria"), endometriosis ("significant endometriosis, uterosacral ligament"), ear infection ("ear infections/otitis"), bruxism ("bruxism"), arrhythmia ("arrhythmia"), thyroid mass ("thyroid nodule"), lymphadenopathy ("lymph nodule"), illness ("illness"), dizziness ("dizziness"), amnesia ("memory loss"), tendonitis ("marked tendinitis for years"), paresthesia ("paresthesia in the groin"), abdominal pain ("following essure insertion, she experienced severe abdominal pain "), general physical health deterioration ("her state of health deteriorated progressively"), pelvic pain ("pelvic pain "), paraesthesia ("parasthesia"), arthralgia ("joint pain"), spinal pain ("spinal pain"), tendon disorder ("tendon disorder"), ear pain ("ear pain"), pruritus ("pruritis"), neck pain ("neck pain"), vertigo ("vertigo"), disturbance in attention ("distubance in attention"), memory impairment ("memory impairement"), disorientation ("disorientation") and metal poisoning ("metal poisoning") and was found to have benign neoplasm of adrenal gland ("adrenal myelolipoma"). The patient was treated with surgery (first removal of a single essure on (B)(6) 2013, to remove essure, removal of the 3 remaining essure devices and two clips on (B)(6) 2020 and intervention due to hernia). At the time of the report, the outcomes for uterine perforation, device dislocation, salpingitis, dyspareunia, hernia, abdominal pain lower, pain, angioedema, headache, endometriosis, temporomandibular joint syndrome, pain in jaw, facial pain, ear pain, ear infection, tinnitus, rhinalgia, oropharyngeal pain, musculoskeletal pain, bruxism, arrhythmia, benign neoplasm of adrenal gland, thyroid mass, lymphadenopathy, illness, dizziness, amnesia, tendonitis and paraesthesia were unknown. The reporter considered abdominal pain, abdominal pain lower, amnesia, angioedema, arrhythmia, arthralgia, benign neoplasm of adrenal gland, bruxism, device dislocation, disorientation, disturbance in attention, dizziness, dyspareunia, ear infection, pain in ear, ear pain, embedded device, endometriosis, facial pain, fallopian tube perforation, general physical health deterioration, headache, hernia, illness, lymphadenopathy, memory impairment, metal poisoning, musculoskeletal pain, neck pain, oropharyngeal pain, pain, pain in jaw, paresthesia, paraesthesia, pelvic pain, pruritus, rhinalgia, salpingitis, spinal pain, temporomandibular joint syndrome, tendon disorder, tendonitis, thyroid mass, tinnitus, uterine perforation and vertigo to be related to essure administration. The reporter commented: inserted up to 4 devices, 4 essure devices and 2 clips. First removal of a single essure on (B)(6) 2013 due to perforation of the uterus and omentum and insertion of clips without patient's consent. Removal of the 3 remaining essure devices and two clips on (B)(6) 2020. Seven years of doctor-hopping and no-one knows anything. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 02-aug-2023: upon follow up it was identified that this case is duplicate of 2023a105518. Therefore all source documents, references, events reporters are transferred in this case. (Legacy device number 2951250-2023-02730). Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-sep-2018. The most recent information was received on 24-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('perforation of the uterus'), device dislocation ('perforation of omentum'), salpingitis ('salpingitis'), dyspareunia ('pain during intercourse') and hernia ('hernia') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "inserted up to 4 essure devices and 2 clips" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia (seriousness criterion intervention required), headache ("regular headaches"), temporomandibular joint syndrome ("temporomandibular joint problem"), pain in jaw ("pain in jaw"), facial pain ("facial pain"), ear pain ("very regular pain in ears"), tinnitus ("tinnitus"), rhinalgia ("ent (ear, nose and throat) pain"), oropharyngeal pain ("ent (ear, nose and throat) pain") and musculoskeletal pain ("musculoskeletal pain"). In (B)(6) 2013, the patient experienced uterine perforation (seriousness criterion intervention required) and device dislocation (seriousness criterion intervention required). In 2018, the patient experienced hernia (seriousness criterion medically significant). In 2020, the patient experienced salpingitis (seriousness criterion intervention required). On an unknown date, the patient experienced abdominal pain lower ("pain in the iliac fossa and abdomen"), pain ("chronic multiple pains"), angioedema ("giant urticaria"), endometriosis ("significant endometriosis, uterosacral ligament"), ear infection ("ear infections/ otitis"), bruxism ("bruxism"), arrhythmia ("arrhythmia"), thyroid mass ("thyroid nodule"), lymphadenopathy ("lymph nodule"), illness ("illness"), dizziness ("dizziness"), amnesia ("memory loss"), tendonitis ("marked tendinitis for years") and paraesthesia ("paresthesia in the groin") and was found to have benign neoplasm of adrenal gland ("adrenal myelolipoma"). The patient was treated with surgery (first removal of a single essure on (B)(6) 2013, intervention due to hernia and removal of the 3 remaining essure devices and two clips on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, device dislocation, salpingitis, dyspareunia, hernia, abdominal pain lower, pain, angioedema, headache, endometriosis, temporomandibular joint syndrome, pain in jaw, facial pain, ear pain, ear infection, tinnitus, rhinalgia, oropharyngeal pain, musculoskeletal pain, bruxism, arrhythmia, benign neoplasm of adrenal gland, thyroid mass, lymphadenopathy, illness, dizziness, amnesia, tendonitis and paraesthesia outcome was unknown. The reporter considered abdominal pain lower, amnesia, angioedema, arrhythmia, benign neoplasm of adrenal gland, bruxism, device dislocation, dizziness, dyspareunia, ear infection, ear pain, endometriosis, facial pain, headache, hernia, illness, lymphadenopathy, musculoskeletal pain, oropharyngeal pain, pain, pain in jaw, paraesthesia, rhinalgia, salpingitis, temporomandibular joint syndrome, tendonitis, thyroid mass, tinnitus and uterine perforation to be related to essure. The reporter commented: inserted up to 4 devices, 4 essure devices and 2 clips. First removal of a single essure on (B)(6) 2013 due to perforation of the uterus and omentum and insertion of clips without patient's consent. Removal of the 3 remaining essure devices and two clips on (B)(6) 2020. Seven years of doctor-hopping and no-one knows anything. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-dec-2021: events added: perforation of the uterus and omentum (first device removal), bruxism, ear infections/otitis, arrhythmia, pain in the iliac fossa and abdomen, salpingitis in 2020, significant endometriosis, adrenal myelolipoma, thyroid nodule, lymph nodule, illness, dizziness, giant urticaria, chronic multiple pains, paresthesia in the groin, tendinitis, musculoskeletal pain and memory loss. First removal of a single essure on (B)(6) 2013 due to perforation of the uterus and omentum and insertion of clips without patient´s consent. Removal of the 3 remaining essure devices and two clips on (B)(6) 2020. Health authority number added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus / perforation of the right uterine horn [uterine perforation], perforation of omentum [device dislocation into abdominal cavity], essure implant from the uterus medial to the right uterine horn and partially adherent to the omentum [embedded device] , salpingitis / there was a slight bilateral congestive salpingitis present. [Salpingitis], the one that migrated was placed on the tube partially or [fallopian tube perforation] , pain during intercourse [painful intercourse] , hernia [hernia nos], pain in the iliac fossa and abdomen / pain with electric shocks in the right lower abdomen due to daily episodes. [Iliac fossa pain], chronic multiple pains [chronic pain] , giant urticaria [giant urticaria] , regular headaches [headache] , significant endometriosis, uterosacral ligament [endometriosis externa], inserted up to 4 essure devices and 2 clips [inappropriate insertion of multiple contraceptive devices] , temporomandibular joint problem [temporomandibular joint disorder nos] , pain in jaw [pain in jaw] , facial pain [facial pain] , very regular pain in ears [pain in ear], ear infections/otitis [ear infection] , tinnitus [tinnitus] , ent (ear, nose and throat) pain [nasal pain] , ent (ear, nose and throat) pain [throat pain] , ent (ear, nose and throat) pain [otalgia] , musculoskeletal pain [musculoskeletal pain] , bruxism [bruxism] , arrhythmia [arrhythmia] , adrenal myelolipoma [adrenal myelolipoma] , thyroid nodule [thyroid nodule], lymph nodule [lymph node disorder] , illness [illness] , dizziness [dizziness] , memory loss [memory loss] , marked tendinitis for years [tendinitis] , paresthesia in the groin [paresthesia] , following essure insertion, she experienced severe abdominal pain [abdominal pain] , her state of health deteriorated progressively [general physical health deterioration] , pelvic pain [pelvic pain], parasthesia [paraesthesia], joint pain [joint pain] , spinal pain [spinal pain] , tendon disorder [tendon disorder] , ear pain [ear pain] , pruritis [pruritus] , neck pain [neck pain] , vertigo [vertigo] , distubance in attention [disturbance in attention] , memory impairement [memory impairment], disorientation [disorientation] , metal poisoning [metal poisoning] , loss of social life [social life impairment] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 20-sep-2018. The most recent information was received on 13-dec-2024. This spontaneous case was originally reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus / perforation of the right uterine horn"), device dislocation ("perforation of omentum"), embedded device ("essure implant from the uterus medial to the right uterine horn and partially adherent to the omentum"), salpingitis ("salpingitis / there was a slight bilateral congestive salpingitis present."), fallopian tube perforation ("the one that migrated was placed on the tube partially or"), dyspareunia ("pain during intercourse") and hernia ("hernia") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("inserted up to 4 essure devices and 2 clips" on (B)(6)2013). The patient had a medical history of endometriosis, nickel allergy, cystitis, penicillin allergy, pollen allergy, mite allergy, dust allergy, smoker, mastectomy (partial mastectomy of the left breast, to remove a 6 cm hamartoma in the superolateral quadrant), nickel allergy and parity 3 (2003, 2008 & 2009). Previously administered products included: iud nos, diane, cerazette, singulair, seretide and xyzall. Past adverse reactions to the above products included: pregnancy with iud with iud nos. Concurrent conditions were listed as inguinal hernia, arterial hypertension, sinusitis and iliac fossa pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6)2013, the day of essure insertion, she experienced dyspareunia (seriousness criterion intervention required), headache ("regular headaches"), temporomandibular pain and dysfunction syndrome ("temporomandibular joint problem"), pain in jaw ("pain in jaw"), facial pain ("facial pain"), pain in ear ("very regular pain in ears"), tinnitus ("tinnitus"), rhinalgia ("ent (ear, nose and throat) pain"), oropharyngeal pain ("ent (ear, nose and throat) pain"), otalgia ("ent (ear, nose and throat) pain") and musculoskeletal pain ("musculoskeletal pain"). On (B)(6) 2013 she experienced uterine perforation (seriousness criterion intervention required). In (B)(6) 2013 she experienced device dislocation (seriousness criterion intervention required). In 2018 she experienced hernia (seriousness criterion medically important). Essure was removed on (B)(6) 2020. In 2020 she experienced salpingitis (seriousness criterion intervention required). On unknown date she experienced embedded device (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criterion medically important), abdominal pain lower ("pain in the iliac fossa and abdomen / pain with electric shocks in the right lower abdomen due to daily episodes."), pain ("chronic multiple pains"), angioedema ("giant urticaria"), endometriosis ("significant endometriosis, uterosacral ligament"), ear infection ("ear infections/otitis"), bruxism ("bruxism"), arrhythmia ("arrhythmia"), thyroid mass ("thyroid nodule"), lymphadenopathy ("lymph nodule"), illness ("illness"), dizziness ("dizziness"), amnesia ("memory loss"), tendonitis ("marked tendinitis for years"), paresthesia ("paresthesia in the groin"), abdominal pain ("following essure insertion, she experienced severe abdominal pain"), general physical health deterioration ("her state of health deteriorated progressively"), pelvic pain ("pelvic pain"), paraesthesia ("parasthesia"), arthralgia ("joint pain"), spinal pain ("spinal pain"), tendon disorder ("tendon disorder"), ear pain ("ear pain"), pruritus ("pruritis"), neck pain ("neck pain"), vertigo ("vertigo"), disturbance in attention ("distubance in attention"), memory impairment ("memory impairement"), disorientation ("disorientation"), metal poisoning ("metal poisoning") and social problem ("loss of social life") and was found to have benign neoplasm of adrenal gland ("adrenal myelolipoma"). The patient was treated with spasfon (phloroglucinol, trimethylphloroglucinol) and antadys (flurbiprofen) as well as surgery (first removal of a single essure on (B)(6) 2013, to remove essure, removal of the 3 remaining essure devices and two clips on (B)(6) 2020 and intervention due to hernia). At the time of the report, the outcomes for uterine perforation, device dislocation, salpingitis, dyspareunia, hernia, abdominal pain lower, pain, angioedema, headache, endometriosis, temporomandibular pain and dysfunction syndrome, pain in jaw, facial pain, pain in ear, ear infection, tinnitus, rhinalgia, oropharyngeal pain, otalgia, musculoskeletal pain, bruxism, arrhythmia, benign neoplasm of adrenal gland, thyroid mass, lymphadenopathy, illness, dizziness, amnesia, tendonitis, paraesthesia and social problem were unknown. The reporter considered abdominal pain, abdominal pain lower, amnesia, angioedema, arrhythmia, arthralgia, benign neoplasm of adrenal gland, bruxism, device dislocation, disorientation, disturbance in attention, dizziness, dyspareunia, ear infection, pain in ear, otalgia, ear pain, embedded device, endometriosis, facial pain, fallopian tube perforation, general physical health deterioration, headache, hernia, illness, lymphadenopathy, memory impairment, metal poisoning, musculoskeletal pain, neck pain, oropharyngeal pain, pain, pain in jaw, paresthesia, paraesthesia, pelvic pain, pruritus, rhinalgia, salpingitis, social problem, spinal pain, temporomandibular pain and dysfunction syndrome, tendon disorder, tendonitis, thyroid mass, tinnitus, uterine perforation and vertigo to be related to essure administration. The reporter commented: inserted up to 4 devices, 4 essure devices and 2 clips. On (B)(6) 2013, hospitalization for essure insertion by hysteroscopy. 6 coils at the right and 4 coils à the left. But it was necessary to implant 2 times on each side due to a "manufacturing defect" of the two applicators. It was necessary to re-implant on each side. Hospital discharge the same day. On (B)(6) 2013, laparoscopy performed. Removal of one essure on the right side that was protruding under the peritoneum inside the right uterine horn (perforation of the right horn). Placement of tubal clips for contraceptive purposes. No postoperative pain. The patient wanted the removal of the 4 essure and no tubal clips. According to medical expert, the insertion of 2 essure in same tube was non-compliant and increased the risk of local complication and perforation. The insertion of 2 essure was probably responsible of the right tubal perforation. The composition of essure was not the cause of the multiple functional disorders that the patient complained about. It was not heavy metal poisoning, nor allergy, nor autoimmune disease. There was no causal link between the functional signs reported by the patient and essure. The patient had partial functional deficit but not related to essure. First removal of a single essure on (B)(6) 2013 due to perforation of the uterus and omentum and insertion of clips without patient's consent. Removal of the 3 remaining essure devices and two clips on (B)(6) 2020. Seven years of doctor-hopping and no-one knows anything. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. [Computerised tomogram] on (B)(6) 2020: migration of the right spiral clip to the left subperitoneal area. [Magnetic resonance imaging] on (B)(6) 2017: no abnormalities. [Ultrasound pelvis] on (B)(6) 2013: no abnormalities found.; on (B)(6) 2019: right essure not visible.; on (B)(6) 2020: without abnormalities. [X-ray] on (B)(6) 2015: 3 essure were in pelvic position; on (B)(6) 2018: an 8 mm tilt to the left without other abnormalities. Two pelvic tubal implants were visualized.; (date unknown): showed 2 essure on each side. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 13-dec-2024: medical record received. New event loss of social life added. Lab data received. Medical history & historical drugs added. New reporter added. Reporter causality comment updated. Patients date of birth added. On (B)(6) 2024: no new information added. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.